Manufacturer narrative:
Alleged failure: the serfas wand did not work out of the box. Then it started going without any buttons being pressed. We had to unplug it for it to stop activating the failure(s) identified in the investigation is consistent with the complaint record. The root cause is fluid ingress possibly due to leakage from the polyimide/outflow tubing area. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device had insufficient / no energy delivered.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device had insufficient / no energy delivered.